Event description:
Oral syringes are used in the pharmacy to draw up liquid medications for infants and children. Technician discovered an oral syringe to be calibrated incorrectly. The markings on the 1 ml syringe do not start at the hub of the syringe, but back from the hub. This could represent an error of .05-.1 ml in volume.